Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # 1476000500, 510k # k091974 was cleared in the united states.

Event description:
It was reported that the patient underwent posterior thoracolumbar fusion surgery due to posterior fusion for metastatic tumor in which rods were implanted. Postoperatively it was reported that on unknown date the rod breakage was observed. The patient is scheduled to undergo a 4 rod procedure revision surgery.